Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes cap pops off.

Manufacturer narrative:
Additional information was received that indicated that the malfunction is not occurring with a bd product. As such, this event is not reportable. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes cap pops off.